Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a nurse contacted dvstat to report an erbe integrated electrosurgical unit (iesu) error c-26. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended performing a power cycle on the erbe unit, but after doing so, error c-34 occurred, rendering the erbe unit non-functional. The customer stated that the current procedure was nearly completed and would be finished without the erbe iesu. However, the next procedure could not be completed without it as they did not have a spare iesu. The caller requested a field engineer (fe) to inspect the system. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found that the reported c-34 error and other voltage-related issues were confirmed via system logs. Visual inspection showed no physical damage. Testing replicated the issue, with error c-34 appearing on every startup. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.